Event description:
It was reported that the pump battery could not be charged. The customer experienced diabetic ketoacidosis and an elevated blood glucose (bg) of 625 mg/dl and the customer was subsequently hospitalized. Reportedly, the customer was treated at the hospital with saline and insulin drips. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.